Event description:
Patient was discharged prior to the event. As they were driving home, the patient's primary freedom driver went into a fault alarm. The patient's mother and brother started trouble shooting after they pulled over along the freeway. Patient reported that he felt fine and the freedom driver parameters were as follows: 138 bpm; filling volume: 51 ; cardiac output 7.1 lpm. Patient was successfully switched over to one of his back up driver. Parameters stable post switch.